Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 560 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied. This did not lower the blood glucose levels so the patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). Patient was then admitted into the intensive care unit. The patient was there treated with intravenous therapy with an insulin drip and fluids. Patient also received manual injections of insulin. Patient was in the hospital for 24 hours.